Event description:
It was reported that during use of the swan-ganz catheter in cardiac surgery, the catheter could not be advanced to the target site although no problem was observed in the balloon during testing before use. Additionally, it was confirmed that air had entered the blood vessel, possibly due to a leak from the catheter. Microbubbles were visually confirmed via transesophageal echocardiography. The anesthesiologist managed the situation, and no change in the patients condition was observed. The catheter was removed immediately after microbubbles were detected and was replaced with a new one. The procedure was successfully completed due to early detection of the issue. After catheter removal, the balloon was found not to inflate. The balloon was inspected by submerging it in water in a beaker, where fine air bubbles were observed. No balloon burst was observed. There was no allegation of patient injury.

Manufacturer narrative:
Additional FDA product codes include: dqo catheter, intravascular, diagnostic. Dqe catheter, oximeter, fiberoptic. Kra catheter, continuous flush. The device will not be returned for evaluation however; a supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.